Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. During the replacement procedure, the physician attempted to attach a new device to the right ventricular (rv) lead, the setscrew became stuck in the header, and when pulled, the setscrew came out as well. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. The set screw was found to be missing.